Event description:
It was reported that (3) catheters were placed in three days in three different patients. The catheters were used shortly after placement or the next day for plasma pheresis. Halfway through the treatments there were high pressure alarms. Clots were aspirated and the catheters completely clotted off. All three catheters were replaced. There was no reported blood loss or injury to the patients.